Event description:
It was reported that the patient¿s first interstim implant was implanted for 3 weeks and had to be removed due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33 lot# va06xfc, implanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).